Manufacturer narrative:
The insulin pump passed the displacement test. However, the device alarmed motor error during the basic occlusion test due to a loose/flush drive support disk. The unit was unable to perform the unexpected restart error test, verify the compromised force sensor system alarms, or perform the prime/compromised force sensor system test due to the motor error alarm. The device was received with normal operating currents. The insulin pump passed the self test and off no power test as well. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the reservoir tube window corners, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system after rewinding the device; insulin continued to exit the insulin pump during the alarm. The patient's blood glucose at the time of incident was 234 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped, dropped, or exposed to moisture. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.